Manufacturer narrative:
One used 24 cm regular tr band assembly was returned for product evaluation. The returned device was subjected to visual inspection and no anomalies were noted. Functional testing was performed. The sample was subjected to leak testing. The inflator was used to inflate the tr band with 18 ml of air. The inflated tr band was then submerged underwater and air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. The valve was then deconstructed and examined under the microscope and a dent was found on the air inlet valve. Based on the returned device, the complaint can be confirmed for airflow issues since air bubbles were observed during leak testing at the air inlet valve. It is likely the dent observed did not allow the air inlet valve to properly close therefore causing air to leak out. A nonconformance report (nc) was initiated and completed.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - (B)(6) kg. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at end of the procedure, the physician applied the tr band and inflated with the syringe. He removed the procedure sheath while syringe was still in side-arm and adjusted air in band for patent hemostasis. The syringe was removed, and the tr band completely deflated. A second attempt was made to inject air with same result. Pressure was held by nurse while new band was applied and inflated. The patient was transferred to the recovery area. The estimated blood loss was less than 250cc. The procedure was successfully completed. There was no patient injury/medical or surgical intervention required. Additional information was received on 27apr2021. Hemostasis was achieved by the second tr band. The patient was stable and recovering once new band applied. Additional information was received on 06may2021. 15ml's of air were injected into the tr band when it was applied.